Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred. The customer found that the cartridge was damaged and leaking. A cartridge change was performed to address the issue. Blood glucose level was in the 250's mg/dl range.